Event description:
Philips received a complaint by the customer on the v60 indicating that while the unit was on a patient, the battery died. The unit will not operate on battery power or with ac connected. It was noted that the respiratory therapy staff had to manually bag the patient for breathing due to the unit being down and not working. There was no patient harm due to this event. The customer requested onsite repair. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department" will handle the service call/incident. Attempts have been made to try to obtain further information about patient use but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.